Event description:
It was reported that during a laparoscopic low anterior resection procedure the electrode became separated but did not fall off the device. Another device was used to complete the case with no patient consequence.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the electrode became separated but did not fall off the device. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent